Event description:
It was reported the implantable neurostimulator (ins) in the patients back was not working and had not been working since (B)(6) 2013 when it was implanted in (B)(6) 2013. It was reported the ins was fully depleted and the patient was unsure what caused the problem.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).